Event description:
It was reported that tip was shredded upon opening the package. A platinum plus - pi guidewire was selected for use. During device preparation, the tip of the wire was observed to be shredded upon opening the package and the device could not be used. The procedure was completed using with another of the same device. There were no patient complications as a result of the event.